Manufacturer narrative:
Multiple attempts have been made to request additional event information and device availability. However, the attempts made, have been unsuccessful. Once the investigation is complete or device is returned, and investigated, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using a comfort splint device. The patient's information and date of event have been requested, however, not yet received.

Manufacturer narrative:
The patient's device was not available for an evaluation, however test were performed on a similar device. The device was manufactured per patient's prescription (rx). A review of the material lot was performed and no non-conformances were found. A series of biocompatibility test were performed on a similar thermoformed mouth guard, it was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed. There was no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing cannot be completed. This incident is being monitored, tracked, and trended.